Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. The patient had low ejection fraction but due to the fresh valve it was decided for an intra-aortic balloon pump would be the best option. Upon evaluating the patient bedside, a clot was found. The patient had a dialysis catheter placed and had to be put on continuous dialysis. The flows had dropped to 1.9 with a purge pressure in the upper 1100s. The patient started to brady down, however, purge pressure shot back up. The patient was then made a do-not-resuscitate and expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.